Event description:
It was reported from the patient's mother that patient had vns system implanted recently and is now experiencing gi issues and increase in seizures; the patient was hospitalized due to the events. No other relevant information has been received to date.